Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. No button error alarm could be verified due to a blank display. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the customer had placed her insulin pump in the washing machine by mistake. The pump was alarming a button error and she could see moisture inside. Customer stated that she has the pump in rice right now. Customer's pump was a loaner and was due to be returned. Customer was told that the return in voluntary and the pumps are not fixed and sent back. Customer is very upset since a replacement pump could not be sent. Customer's husband was advised that they would have to go to a local hospital to receive an effective back-up plan. Customer was also advised to contact their health care professional. Customer may have an older pump that they can use, but they do not have the supplies for it. Customer is currently going through the upgrade process. Customer's last a1c reading was above 9 and has delayed the process for an upgrade. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).